Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The system was examined and the reported event was replicated. The core was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming module core. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has bee received indicating the laser did not light up during a gas endolaser vitrectomy on the patient's left eye. It was not possible to use the laser and the procedure was altered to cryotherapy treatment and silicone. The surgery was completed during the same intervention.

Manufacturer narrative:
The core module was received for evaluation. Further sample evaluation, found that the laser module to meet specifications. The root cause of the reported event can be attributed to "internal component failure." However, how or which component became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the laser did not light up during a gas endolaser vitrectomy on the patient's left eye. It was not possible to use the laser and the procedure was altered to cryotherapy treatment and silicone. The surgery was completed during the same intervention.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser does not light up during the intervention. No patient impact reported but the patient's eye was open and the vitreous removed. Additional information has been requested but not received.